Manufacturer narrative:
(B)(4). Shin et. Al (2016). ¿radiographic results and complications of 3 guided growth implants¿ j pediatr orthop, volume 00. Pg. 1-5. Therapy date is unknown. Medical products-biomet peanut plate catalog#:unk lot#:unk. Initial reporter- this article is written by yoyong-woon shin, samir k. Trehan, tyler j. Uppstrom, roger f. Widmann, and daniel w. Green. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that one (1) patient experienced a screw pulling out following implantation of a guided growth implant plate. No further information is available and patient outcome is unknown.